Event description:
The customer reported that an operational error resulted in two samples being labeled with the same identifier. As a result, both samples were recognized under the sample identifier (B)(6) when entered into the dimension rxl max with hm instrument. The mislabeled sample was processed first and a total protein (tp) result of 7.77 g/dl and an albumin (alb) result of 3.564 g/dl were reported to the physician(s), who questioned the results. Then, the correctly labeled sample was processed and lower tp and alb results that were compatible with the patient's clinical condition were obtained. The customer reported the latter results as the correct results to the physician(s). The customer confirmed that no treatment was administered to the patient based on the incorrect results. Subsequently, on (B)(6) 2024, another sample from the patient associated with correctly labelled sample identifier (B)(6) was processed for troubleshooting purposes and similar tp and alb results were obtained. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported an operator error that resulted in two samples being labeled with the same identifier when entered into the dimension rxl max with hm instrument. Calibration and quality control were within ranges on the day of the event. The customer confirmed that an operational error occurred. Two different tubes were pre-analytically identified with the same identifier and the tubes were processed sequentially. There was no instrument malfunction identified. The instrument is performing according to specifications. No further evaluation of this device is required.